Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 21jan2019 to assess the instrument test well image in question, which appeared as visually positive. The instrument camera report was optimal, and there were no errors on the days of testing. The immucor laboratory tested retention blood sample on (B)(6) 2019 which performed as expected. (B)(4).

Event description:
On 21jan2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2019, which led to the transfusion of one (1) unit of incompatible blood.